Event description:
Information was received from a healthcare professional via a manufacturer representative regarding patient receiving 1mg/ml for a total dose of 0.175 mg/day via an implantable pump for spinal pain. It was reported patient had their pump refilled on (B)(6) 2016 and it was reported that the pump was refilled and then the nurse practitioner realized the drug was different than expected. Current drug was hydromorphone 1 mg/ml at a total dose of 0.175 mg/day and patient administered (pa) bolus of 0.075 mg lockout 4 hour&#62688;dose restriction interval 6/24 hours and a max of 6. Caller stated patient routinely used all patient administered boluses and caller stated the nurse did a bridge bolus, but had to use/program a high dose due to the 18 mg/ml concentration. It was stated 20.75 hours elapsed for the bridge and the nurse brought the patient back to the clinic the following day due to the concern with the dosing and stopped the bridge and programmed the pump to minimum rate mode. No patient symptoms or therapy issues were reported at this time. Caller stated on (B)(6) 2016, patient came back for another refill to get the proper drug and concentration refilled in the pump. Total tube volume (ttv) 0.448ml volume infused 0.387 ml. It was discussed performing the removing system contents procedure and discussed this procedure with the caller. Catheter access port (cap) aspiration and partial bridge bolus was also discussed. The incorrect drug and concentrations in the pump were hydromorphone 18mg/ml for a total dose of 0.864mg/day and bupivacaine 15mg/ml for a total dose of 0.672mg/day, and patient was on minimum of simple continuous dose for that concentration. The cause of the incorrect drug being put in the patient&#62688;pump was not determined. It appeared to be a decision by the nurse practitioner (np) to fill the pump with the incorrect dose. The catheter was aspirated via the catheter access port (cap) and boluses x3 to clear the pump tubing and catheter of all the drug, after first doing a saline rinse of 10ml x2 followed by a 3 ml rinse of the new drug at 1 mg/ml concentration to clear the system of the other drug(s) and wrong concentration. That patient was doing fine and without incident.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were a bunch of problems at the last refill. The refill took 4 hours as there had been a problem. They put in a higher concentration of dilaudid than it was supposed to be. They took the medicine out and flushed the catheter three times. The patient went through withdrawals and it was a bad day. Additionally, it was noted that there was trouble getting into the side port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.